Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned appropriately. Unrelated to the complaint, the bolus button had a hole in the cover, but was functional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient stated display is gradually dimming over the last 3 months and difficult to read but needs to be in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.